Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (b)(64, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
I information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered poor communication and was unable to increase stimulation. During the call the patient encountered the "turn ins on" message and after turning the ins on the patient was able to increase stimulation a bit, but then encountered the poor communication screen. After several attempts during the call the patient was able to increase stimulation on program 3 to 0.6 where the patient confirmed feeling comfortable stimulation. The patient then reported seeing the ins off screen again and it was determined that the patient was using the ins off button and so button use was reviewed with the patient. The patient was using the antenna when the poor communication was encountered and the poor communication did not resolve when the poor communication was not used. Additionally, the patient indicated that since starting to do certain exercises "squats/crunches/sit ups" they noticed that their therapy was not helping as much as before. The patient then indicated they thought that something moved because they felt a lot of tingling in their arms since about 2 weeks prior to the call. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.